Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was experiencing high blood glucose of 759 mg/dl and wanted to check insulin pump as customer was hospitalized for this. Troubleshooting found that the customer's drive support cap was normal and that there were air bubbles in reservoir but customer declined to troubleshoot this. Customer wanted to perform a high pressure test but did not have a clamp but indicated would call back to do this test. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction.